Event description:
It was reported that the patient underwent a gynecological procedure on, (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, erosion of her internal tissues, and other and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion of the mesh the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a vaginal hysterectomy due to symptomatic uterine prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.